Manufacturer narrative:
Additional communication on (B)(6) 2015 verified with the account that there was no patient contact involving the reported issue. The lens and cartridge were never close to the patient's eye. The lens did not load so the account opened up a new lens. The report did not occur when inserting the intraocular lens (iol) into the eye and confirms there was no patient involvement. In review of the additional information provided, the issue is not a reportable event. No further supplemental reports will be submitted. No evaluation will be submitted as the lens did not have patient contact and therefore is not a reportable product malfunction nor a reportable event. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the eye, the lens touched the patient''s eye but would not advance. No patient injury reported.